Event description:
It was reported that on (B)(6) 2023 a patient arrived which needed a treatment with the ECMO. During opening the circuit of the hls set the latter proved to be defective at the level of the electronic connectors. The debubbling was carried out without any problem, then there was a fault in the electronic line with a green appearance which is inserted into the pump body. It was impossible to zero the arterial pressure and there was no delta pressure displayed. Therefore the monitoring remained impossible as the saturation monitoring also failed very quickly. The black pressure cable was changed without any success, as well as the venous probe and its cable. There were no corrosions on the cables. No harm to any person has been reported. The affected hls set will be investigated in complaint# (B)(4). Complaint ID # (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that on (B)(6) 2023, a patient arrived who required a treatment via the cardiohelp and the hls set. During the opening of the circuit the latter proved to be defective on the hls set at the level of the electronic connectors. The priming of the device was carried out without any problems. There was a fault with the green electronic line on the hls set. Therefore the arterial pressure could not be zeroed and there was no delta pressure reading. Furthermore there was no svo2 (saturation) reading possible and the customer continued the treatment without this data. The hls cable was replaced, but did not solved the issue. There was no visible corrosion or defect on both hls cables. The hls set was discarded by the customer. Further the customer confirmed that there was no damage to the packaging and the priming procedure was very urgent. During unpacking the device no failure was detected. The customer further informed that when connecting the hls cable to the electronic connector of the hls set the cable was dangling and the glue of the green electronic flat cable was not well stuck to the hls set body. The customer stated that according to the absolute emergency situation and not impacting the operation of the pump and priming, the decision was made to continue the procedure, therefore the immediate realization of the ¿zero pressure¿ issue was impossible. The failure "pressure reading failure caused by the green electronic line of the hls cable" is a reportable event as it could lead to a pump stop, if the intervention is set by the user. The failure "svo2 reading failure" is a non reportable event, as the venous probe does not influence the blood flow of the device. The affected hls set was investigated in complaint# (B)(4) (mfg report number 8010762-2023-00061). The most possible root cause for the pressure failure was narrowed down to the internal pressure sensor of the hls set, as the customer described the failure with the flat green cable on the hls set and additionally the exchange of the hls cable of the cardiohelp device did not solved the problem. According to the getinge field service technician (fst) there is no more information available from the customer side and no service of the affected cardiohelp was requested. Thus, no exact root cause of the svo2 reading failure or the pressure failure could be determined. Moreover, according to the risk file of the cardiohelp device the following root causes can lead to the reported failures: pressure reading failure: wrong pressure information due to defective/disturbed (emi) internal pressure sensor. Svo2 reading failure: defective/disturbed (emi) sensor measurement; wrong measurement values caused by sediments in the disposable; response time is too long; light influences; blood light spectrum differences. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter 2.2.5 "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming.further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-03-30 for the period of 2017-02-13 to 2023-03-31. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-02-13. Based on the results the reported failures "pressure reading issue" and "svo2 reading issue" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text: customer did not requested a service.

Event description:
Complaint ID# (B)(4).